Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A system was implanted in a patient with third degree atrioventricular (av) block. Two hours post implant, the patient subsequently passed away. An echocardiogram was performed, and a cardiac tamponade was observed. There was no allegation of lead malfunction, however, the primary cause of death was suspected to be due to the cardiac tamponade. The cause of the tamponade was not known.